Manufacturer narrative:
(B)(6). Approximate age of device- 1 year and 2 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s vad system was producing frequent low flow alarms. Technical services reviewed the submitted log file which contained data from (B)(6) 2017 through (B)(6) 2017 and observed low flow events on (B)(6) 2017. Further tests performed revealed that the aortic valve was opening with each heartbeat. The patient¿s vad speed was decreased to 9400 lpm, which decreased the number of low flow alarms. It was reported that the patient was on milrinone therapy for right heart failure and was currently hospitalized and would remain hospitalized until transplanted. Additional information was requested, but not yet provided.

Manufacturer narrative:
Although the reported alarms were confirmed through evaluation of the submitted system controller log file, a specific cause could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.